Manufacturer narrative:
Motor error alarmed during basic occlusion testing due to moisture on back pressure sensor. Unable to test for prime/delivery test, occlusion test and excessive no delivery test due to motor error alarm. Motor was tested outside the device and passed. Unit had cracked belt clip slot, stained end cap sticker, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had several motor error alarms during basal. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 184 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.